Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test. The customer states they have tried to replace the battery, but continue to receive the same alarm. The customer's blood glucose level at the time of incident was 239mg/dl. Troubleshoot was conducted and the device still alarmed for failed battery test. The customer is being sent out replacement battery cap. The customer was advised to monitor the device, and call back if issues persist.